Event description:
During a percutaneous transluminal angioplasty to the left iliac artery, it was reported that after the lesion was crossed with a guidewire (radifocus, terumo), a powerflex pro was delivered to and inflated at the lesion for pre-dilatation. However, it ruptured before nominal pressure during its initial-dilation. The procedure finished successfully and there was no patient injury. A retrograde approach was made from the left femoral artery with a sheath introducer (6fr25cm). The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 99%. The product will not be returned for analysis.

Manufacturer narrative:
Concomitant devices: guidewire (radifocus, terumo). (B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information was received indicating that there was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The unknown contrast to saline ratio used was 50:50. The same encore inflation device was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The balloon did rupture during its initial inflation. The balloon catheter was removed intact from the patient. Complaint conclusion: during a percutaneous transluminal angioplasty (pta) to the left iliac artery, after the lesion was crossed with a guidewire, a powerflex pro pta balloon catheter (bc) was delivered to and inflated at the lesion for pre-dilatation. However, it ruptured before nominal pressure during its initial dilation. The procedure finished successfully and there was no patient injury. A retrograde approach was made from the left femoral artery with a sheath introducer (6fr25cm). The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 99%. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The unknown contrast to saline ratio used was 50:50. The same encore inflation device was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The balloon did rupture during its initial inflation. The balloon catheter was removed intact from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 16114326 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and moderate tortuosity with a rate of stenosis of 99% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.